Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no physical damage was observed. The receiver was stuck on the initializing screen, shutdown and re-initialized continuously. An interior inspection was performed and the inspection passed. Due to the device perpetually rebooting, the reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.